Event description:
Dealer stated that the extender broke at the weld point. No injury but user was frightened by event.

Manufacturer narrative:
The weld broke where the hook mechanism and the rail are attached. There is no apparent issue with the weld.